Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer was treated with insulin pump and manual injection. Customer had blood glucose level of 390 mg/dl. Customer¿s blood glucose level went down to 55 mg/dl and customer was treated with soda. Customer stated that the drive support cap was normal. Customer stated that there was no air bubble and leak. Customer did not allege insulin pump for under delivering. Customer stated that the reservoir was leaking from past second o ring. Customer stated that there was no air bubble in the reservoir. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The reservoir will be returned for the analysis.

Manufacturer narrative:
Evaluated 2 open or used reservoirs and checked o-rings or stopper groove for anomalies none were found. Ran basal bolus leaking test as follow: reservoirs filled with diluent and connected to a new infusion set, installed reservoir and connector into paradigm pump. Conclusion: reservoirs not leaks and no air bubbles.